Event description:
This lead was implanted on (B)(6)2006 and was explanted on replaced on (B)(6)2011 for an unknown reason. The physician was dr. (B)(6)at (B)(6)hospital in (B)(6) ohio. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).